Event description:
Prior to implant, the device entered back up mode upon upgrading the device firmware. The device was not implanted and was exchanged to resolve the event. Further information was requested but not yet received.

Manufacturer narrative:
The reported device was received for evaluation. Analysis revealed that the cause of the backup vvi operation was due to a watchdog error that occurred. Pacing, sensing, impedance, hv output, and the patient notifier were tested, and no anomaly was detected. The device passed all intelligent random access memory (iram) testing. The cause of the watchdog error remains undetermined.